Event description:
It was reported that this right ventricular (rv) lead a gradual rise in shock impedance measurements that was high out of range. The rise in shock impedance measurements was suspected to be due to calcification. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product was not received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed only the proximal segment of the lead was returned, severed approximately 72mm from the terminal end. Twisting was observed at approximately 60mm from the terminal end. Additionally, abrasion was observed at approximately 65mm from the terminal end, abrasion worn through the silicone sleeve with conductors not being exposed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead a gradual rise in shock impedance measurements that was high out of range. The rise in shock impedance measurements was suspected to be due to calcification. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned for analysis.